Event description:
It was reported that the patient's heart rate had been elevated for the past 24 hours. The patient was asymptomatic but was noted to have been experiencing atrial fibrillation with rapid ventricular response. They were started on metoprolol succinate (toprol xl) 25 milligrams. On (B)(6) 2022 the patient's implantable cardioverter-defibrillator (ICD) showed episodes of atrial fibrillation with rapid ventricular response (rvr), which the device detected as supraventricular tachycardia (svt) and ventricular tachycardia/ventricular fibrillation. Anti-tachycardia pacing was performed five times. The device was likely oversensing and the patient was to be scheduled in the device clinic. They were in ongoing/stable condition and it was noted that the patient had pre-existing supraventricular sinus tachycardia and sustained ventricular tachycardia.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device, (B)(6), and the reported cardiac arrhythmia could not be conclusively established through this investigation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2022. The heartmate 3 left ventricular assist system instructions for use lists cardiac arrhythmia as an adverse event, as well as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that implantable cardioverter-defibrillator (ICD) interrogation revealed high atrial rates. The patient was started on toprol xl (metoprolol) 12.5 milligram (mg) daily.